Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a build up on top of the probe and inside the level sense bead. The fse proceeded to replace the probe and the level sense bead to resolve the leak. The fse verified the repairs as per established procedures and results met published specifications. Failure mode is unknown as multiple parts were replaced for this event. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported observing a puddle of fluid under the cartridge chemistry (cc) reagent probe b of the synchron lx I 725 system while performing weekly maintenance. The customer repeated all cc quality control (qc) and the results were within the established ranges but the customer still noticed fluid dripping from reagent probe b. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and safety glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.